Manufacturer narrative:
(B)(4). Batch # n92j5k. Investigation summary: as the device was not returned, a device analysis investigation could not be performed. However, the account provided two images for review. Image 1: this image provided by the account is that of what appears to be two nseal instruments individually bagged. Image 2: this image is a close up of the jaw of an nseal device. The I-blade of the device appears to be damaged and broken where the top of the I-blade is detached. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested and the following was provided: device # 1 ¿advanced the blade part of the tip left the lane without so much effort, it seemed that it was locked from the beginning. It was embedded in the patient's fat and they had to rescue it.¿ what does ¿it was locked¿ mean? Answer: it appeared to be blocked, blade seems to be its trajectory channel obstructed, that it did not allow to advance as it should have done. Had the device been activating and then stopped? Answer: the device was activated to initiate coagulation, and in the second tone the blade when advancing the blade, it did not advance even though the coagulation button had been pressed together. Did the jaws close? Answer: the jaws were totally closed. Did the jaws open? If no, did the surgeon attempt to manually open the jaws with his fingers? Answer: no. The jaw was not opened at that moment. Was the device on a vessel / artery when it would not open? Answer: the device was inside the patient with tissue in its jaws. If yes, how was the device removed? (I.e. Cut off, forced opened) answer: in the second attempt to pass the blade to finish the cycle, the assistant of the dr. Noticed that part of the golden tip was no longer in the rail and stopped the surgery to verify where it had fallen. If cut off, did this cause a change in the plan of care for the patient? Answer: when checking that the tip was embedded in the peritoneum of the patient, they introduce a grasper and take the golden tip and remove it with everything and trocar because it did not pass through the hole. They changed the plan because there was no coagulation and cutting device, so another device is sought to continue the surgery. Did the removal cause any damage to the vessel/artery? Answer: it caused mild bleeding and delayed surgery. If yes, what is the damage and how was the damage repaired? Answer: a laparoscopic monopolar piece was introduced and the bleeding point remaining was coagulated. Device # 2, how was the bleeding controlled? Answer: the second device was opened, however, this did not fit the jaws to the tissue and its coagulation was more delayed and sometimes it did not cover the need of the moment, so a competitive bipolar had to be opened to continue with the surgery. Did the patient require blood products? It was not required. Did the patient experience any adverse consequences due to this issue? No. What is the lot/batch number for device #2? Lot is n92j5k.

Event description:
It was reported that the first clamp began its ignition well, however when the surgeon advanced the blade part of the tip left the lane without so much effort, it seemed that it was locked from the beginning. It was embedded in the patient's fat and they had to rescue it. The second one did not coagulate well, the tones delayed one after the other and when the blade passed and the final tone arrived it continued to bleed. The failure of the two devices occurred in the same surgery.